Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The caller reported they felt terrible shocks and stimulation in their legs. They said their doctor attributed the shocking to unrelated nerve damage. It was noted this began 5 years prior, in 2014. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the shocking that was felt in their legs was caused by the implanted device. When the device was turned off, the shocking stopped. There were no further complications reported or anticipated.